Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net, non-sustained ventricular oversensing episode was observed. Noise oversensing and integrity issue was suspected on right ventricular lead. Programming changes were discussed. No further information available at this time.

Manufacturer narrative:
(B)(4).